Event description:
It was reported by (B)(4) report that head right siderail was not locking in up position and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: head-end right siderail timing link and motion interrupt pan.